Event description:
The facility reports, after lifting the client off the chair, the hanger bar broke and the client dropped back into the chair. The arms of the chair broke the fell of the hanger bar and prevented it from striking the client. The client and staff were surprised, but no injuries were reported. The hoist had been used 50-80 times over the weekend.